Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the high 300s (mg/dl) and ketones for 3 weeks. Customer administered corrections with the pump, administered manual injections, and increased their basal insulin rates per the recommendation of their health care provider (hcp). Reportedly, customer has been using the same vial of insulin for a couple of weeks, and indicated that their manual injections with the insulin did not correct as well as they usually do. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to use a new vial of insulin, and to contact their hcp to discuss diabetes management.